Event description:
It was reported that the handpiece was leaking, this was identified following sterilization. There was no reported patient involvement as a result of this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer, but the investigation has not yet begun. A follow-up report will be submitted once the investigation has been completed.